Event description:
Pressure monitor kit was attached to pt's groin line. The arterial lines immediately leaked. Lines were clamped and changed without injury to the pt. Bonded pressure tubing leaks have been an on-going problem with baxter products for nearly one year.